Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the pump alarmed no delivery alarm. The customer reported that she keeps getting no delivery alarms. The customer stated she took the cannula out and could smell the insulin and cleared no delivery alarm. The customer stated the insulin exited during 5.0 unit fixed prime. Blood glucose was 458 mg/dl. Now it's only 327 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.